Event description:
Healthcare professional reported after injection with unspecified juvederm voluma in the right side of the face, specifically in the nlfs and cheeks, pt developed delayed non-tender lumps at the injection sites an unspecified amount of time after injection. Pt was prescribed "rulide antibiotics." The lumps have since decreased by 50% and are no longer visible but can be palpated; there is one near the corner of [the patients] mouth measuring 1.5cm. Pt has been instructed to message the symptom sites and continue on the course of antibiotics.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "lumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.